Event description:
A customer reported experiencing a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and after completing this process, the error did not reoccur, allowing the customer to successfully start their sensor session.